Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported, it was a case of an implant of a 29 mm sapien 3 ultra resilia valve, in aortic position by right transfemoral approach. During the procedure, the access vessel was pre-dilated using an 18 fr dilator from the esheath+ kit. No resistance was encountered during insertion of the esheath or the delivery system. Following successful valve deployment, both the delivery system and esheath were withdrawn without issues. However, upon removal, the distal tip of the esheath was observed to be torn. The patient remained in stable condition.